Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a redo atrial fibrillation and cti procedure, a pericardial effusion occurred which required a pericardiocentesis. Using a non-abbott (farapulse pfa catheter by boston scientific) and tactiflex rf ablation catheter, the left atrial procedure was finished as usual, and the catheter and sheath were retracted into the right atrium (ra). A ra cti line was placed for typical flutter using rf initially. Due to small ra size and difficulty completing the proximal or posterior portion of the cti line, the decision was made to swap back to the non-abbott (farapulse catheter) to complete the cti posteriorly. The cti line was checked for block using a tactiflex df. Once the cti line was confirmed to be blocked, a final ice scan was performed, and a pericardial effusion was noted-mild to moderate. A pericardiocentesis was performed. The physician was not confident what caused the effusion but thinks that it may have been from the agilis 13f sheath during one of the catheter exchanges between the non-abbott (farapulse catheter) and the tactiflex catheter. The patient remained stable during the procedure and was transferred to the hospital's cicu with pericardial drain in place. There were no performance issues with any abbott device.